Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that alarm 79 (non-recoverable system error, primary and secondary outlet water sensors was off by 5 degrees) occurred. It was stated that the t2 (outlet control temperature) was 23 degrees and t1 (outlet monitor temperature) was 43 degrees.

Event description:
It was reported that alarm 79 (non-recoverable system error, primary and secondary outlet water sensors was off by 5 degrees) occurred. It was stated that the t2 (outlet control temperature) was 23 degrees and t1 (outlet monitor temperature) was 43 degrees. Per additional information via email from ibc on 25sep2023, this device was being evaluated by imi. It was confirmed that there was no patient involvement. It was confirmed that the no medical intervention required.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is due to a failed tank harness. During evaluation, it was found that t2 temperature 23 degrees, t1 temperature 43 degrees. Tank harness was replaced. A DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Correction: d. UDI related data quality updates only: UDI format updated with available product information per gudid as requested. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that alarm 79 (non-recoverable system error, primary and secondary outlet water sensors was off by 5 degrees) occurred. It was stated that the t2 (outlet control temperature) was 23 degrees and t1 (outlet monitor temperature) was 43 degrees. Per additional information via email from ibc on (B)(6) 2023, this device was being evaluated by imi. It was confirmed that there was no patient involvement. It was confirmed that the no medical intervention required.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is due to a failed tank harness. During evaluation, it was found that t2 temperature 23 degrees, t1 temperature 43 degrees. Tank harness was replaced. A DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Correction: f,h h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.